Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose with blood glucose level of 40 to 50 mg/dl. Customer was treated with food and chocolate milk. It was unknown whether customer used auto mode. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose with blood glucose level of 40 to 50 mg/dl. Customer was treated with food and chocolate milk. It was unknown whether customer used auto mode. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.